Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.d10, h3: device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified de novo lesion in the mid left anterior descending coronary artery (mlad). During advancement of the rx vision stent delivery system (sds), the stent dislodged prior to entering the tuohy valve; however, this was not noted until after the balloon was inflated at the lesion. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another rx vision was successfully implanted to complete the procedure. No additional information was provided.